Manufacturer narrative:
Calibration was last performed on (B)(6) 2024 with acceptable results. The samples were centrifuged at 6000 revolutions per minute (rpm) for 3 minutes. This time may be too short and the speed may be too fast based on the sample tubes used. The investigation determined the issue was resolved by the customer calibrating the affected assay and then running qc. Since the event, the customer's qc results have been stable. The investigation did not identify a product problem.

Manufacturer narrative:
The troponin t stat reagent lot number was 77198501 with an expiration date of 30-jun-2025.

Event description:
The initial reporter complained of qc issues for elecsys troponin t gen 5 stat assay (troponin t stat) on a cobas e 411 analyzer (rack system). Patient samples tested for troponin t stat had been reported outside the laboratory. The customer ran qc which failed multiple times. The customer recalibrated and repeated patient samples per their procedure. Upon completion of repeat testing, discrepant results were identified for 2 patient samples. Patient 1 initial result was 9 ng/l. The repeat result was < 6 ng/l. Patient 2 initial result was 18 ng/l. The repeat result was 11.96 ng/l. The repeat results were believed to be correct.